Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds. This lead was succesfully replaced. No additional adverse patient effects were reported.